Event description:
It was reported the pump system was removed a couple of months ago due to infection. Additional information received indicated the patient was administered perioperative antibiotics. The pump had not been filled since implant. The patient symptom was drainage. The date of onset/diagnosis of infection was reported to be 2008. The patient did not have meningitis. The primary location of the infection was the device pocket; no cultures were taken. A partial device implant was performed . The infection resolved. The drug used in the pump was lioresal. The patient did not experience withdrawal. A new pump was implanted at about six months later.